Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was no cautery effect when the surgeon attempted to apply energy from the fenestrated bipolar forceps instrument. The surgeon even pressed the foot pedal for a longer period with no success. The energy level was set to 4 and then 6, but no cautery effect was seen. The customer also replaced the bipolar energy cable and rebooted the erbe electrosurgical generator unit (esu); however, the issue persisted. The customer then replaced the fenestrated bipolar forceps instrument with a back-up instrument and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the breakage is near the main tube/roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed on the instrument. The root cause of this failure is attributed to manufacturing. A review of the logs showed the fenestrated bipolar forceps instrument (part# 470205-17 / lot# k10210830-0048) was used on (B)(6) 2022 during a liver resection surgical procedure with system sk1906. The fenestrated bipolar forceps instrument had 5 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.